Event description:
It was reported that the door of a flo-gard infusion pump was not functioning. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. During the power on self test and the alarm log review, the device presented the open door alarm. The cause of the condition was determined to be a missing magnet inside the door. To correct the condition, the magnet was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.